Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, surgeon tried to push the firing knob fully forward but the knob got stuck in the middle and wouldn't move fully forward. Surgeon finished the procedure by using a new device. An incomplete staple line was formed during firing. The device problem occurred during the resection of specimen from stomach. Surgeon used another new like device and completed the case. The procedure was prolonged by three hrs. No adverse pt outcome. Add'l info has been requested.